Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller reported compact plus blood glucose results of 400 mg/dl, 136 mg/dl, and two readings in between which he does not remember within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.